Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after the battery has been removed and reinserted. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. No frozen screen noted. Unable to verify low battery alarm or preform functional test due to button anomaly. The insulin pump had cracked reservoir tube lip and minor scratched display window.